Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose readings over 200 mg/dl and that the insulin pump was not working as intended. The customer stated that the insulin pump was not turning on or experienced off no power alarms. She stated that she tried to rewind the insulin pump but was unable to get the tube to go in. No further details were provided. Nothing further reported.